Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Date of screw breakage is unknown. This report is for one (1) unknown 5.0mm titanium locking screw with t25 stardrive recess. Potential part number would be from the following part family: part #'s 04.500.516 - 04.005.540. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Therapy date is unknown. (510 k #): unknown. Without a lot number, the device history record review could not be requested. This complaint is confirmed. The tfna nail was received at customer quality (cq) broken. The nail broke at the helical blade hole. Whether this complaint can be replicated at is not applicable for this complaint condition as the returned device is already broken. The concomitant parts: helical blade (part 04.038.315, lot 7929546) and two (2) unknown screws were returned without an allegation against them. Note: one of the 2 concomitant unknown screws was received at cq broken. Only the proximal portion of the screw was returned. It is unknown how or when the screw broke. Upon visual inspection at cq, there is no indication that the returned concomitant helical blade and intact screw caused or contributed to this complaint, and therefore no further investigation will be performed for the concomitant devices. Because the one unknown locking screw was received broken, further investigation will be performed for this device. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. The material was determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the condition of the returned device (jagged broken profile with distorted edge break). Tabulated drawing for the family of 130 degree titanium cannulated trochanteric fixation nail advanced were reviewed during this investigation. No product design issues or discrepancies were observed. Unknown broken locking screw: the break is mid-thread form and only the proximal screw portion was returned. The material surface at the fracture site appear homogeneous when viewed under 5x magnification. The remaining features on the broken locking screw indicate it is part of the following screw family: 5.0mm titanium locking screw with t25 stardrive recess. (Part #'s 04.500.516 - 04.005.540). A review of the device history records was unable to be performed since the lot number was unknown. A material check was not performed at cq as no allegation was reported against this device and there is no indication that this device contributed to the reported complaint event. The major thread diameter near location of breakage measured and is within specification per relevant drawing. The minor thread diameter at location of breakage could not be obtained due to the oblique fracture pattern. Tabulated drawing for the family of 5.0mm locking screws was reviewed during this investigation. No product design issues or discrepancies were observed. It is unknown if the screw broke postoperatively or during removal. Unable to determine a definitive root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) removal with a total hip arthroplasty was performed on (B)(6) 2017 due to broken nail. The nail was broken at the helical blade hole. The surgeon did not have any trouble removing all of the implants. It is not known how the implant broke. When the nail was removed, the reporter noticed the nail is broken into two pieces. He was concerned that the set screw (internal locking mechanism within the nail) is broken at the tip of it. The surgery was completed successfully. Patient¿s outcome reported as stable. Upon manufacturer investigation of the returned devices, it was identified that one of the 2 concomitant unknown screws was received broken. This condition was re-evaluated and determined to be reportable on (B)(6) 2017. Concomitant device reported: helical blade (part #: 04.038.315, lot #: 7929546, qty: 1), screw (part #: unk, lot #: unk, qty: 1). This report is for one (1) unknown 5.0mm titanium locking screw with t25 stardrive recess. (B)(4).